Event description:
Complainant alleged that while monitoring a pt (age and gender unk), the clinicians received an "electrocardiogram lead off" error message on the device screen. The clinicians were able to obtain another device to monitor the pt. The complainant indicated that there was no adverse effect on the pt as a result of the reported malfunction.